Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported issue was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that while prepping a 4.0mm x 80mm x 80cm fox cross .035 balloon dilatation catheter (bdc) for treatment of a lesion in the common femoral artery, a non-abbott inflation device was connected to the fox cross to draw negative pressure. While drawing negative pressure using the inflation device, it was noted that negative pressure was unable to be drawn for the fox cross; a balloon leak is suspected but was unable to be confirmed by the site. The fox cross was not used in the patient anatomy. A new fox cross (same size) was used with the same non-abbott inflation device and negative pressure was able to be pulled on the balloon during preparation outside the anatomy. Then the target lesion was successfully treated and the final outcome was good. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.